Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Analysis results not available at the time of this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml gablofen at 403 mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the day ((B)(6) 2017) after the patient was refilled they experienced withdrawal symptoms. It was stated the patient was in good health and had no active infection or illness. The patient was given a 25 mcg bolus, which had little effect. The catheter access port was accessed and 2 mls of fluid was aspirated. The drug was removed from the reservoir and the pump was filled with new gablofen. The catheter was primed and x-rays revealed the catheter was still in the intrathecal space. Labs and urine were all negative for any signs of illness. The pump was replaced as it was nearing end of life, and the decision was made to explore the catheter. When the catheter connector was removed from the existing pump, the hcp noticed what they thought was a granuloma sitting over the opening of the catheter entry point. No cerebrospinal fluid (csf) was dripping. The neurosurgeon removed the precipitate and csf flow spontaneously started dripping. The decision was made not to replace the catheter. It was noted the issue was resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found overinfusion with an undetermined root cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.